Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. The original device history record (DHR) is no longer applicable as device was originally manufactured in 2005. Investigation results do not implicate a service process. The device was received for evaluation. The reported problem was confirmed. There was damaged potentiometer on the control board. The root cause could not be determined, but most likely the damage was caused by the customer. Action(s) taken to mitigate the reported issue(s): replaced pcb board.

Event description:
It was reported that the unit had a broken port on the pcb (printed circuit board). No patient injury was reported.